Event description:
During procedure with the rotablator device the burr became caught in the circumflex artery. The physician pulled out very aggressively and created a dissection. The dissection was repaired with a long stent and the pt's condition was reported as okay.

Event description:
During procedure with the rotablator device, the burr became caught in the circumflex artery and created a dissection. The physician then pulled the system out very aggressively. The dissection was repaired with a long stent and the patient's condition was reported as okay.